Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump alarmed for replace battery now without low battery alarm as well as insulin pump alarmed for failed battery test. Customer¿s blood glucose was unknown at time of incident. Troubleshoot was performed but did not resolve the issue but did not receive failed battery test alarm. Customer advise to replace battery and monitor the insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with normal operating currents, no unexpected power loss alarms or failed battery test alarms noted during testing. (B)(4).